Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information recieved, a complaint was received for a patient who used brava lubricating deodorant for the first time and her skin has shown a dark red inflammation on the stoma mucosa immediately. The mucosa was bleeding and it hurt. The user is using multiple products: cavilon spray, convatec adhesive powder, sensura mio bag and a basko stoma bandage.